Event description:
Customer's husband reported aviva system unavailable during a hypoglycemia event, due to an error within the device's specifications. Treatment was delayed while customer was taken to hospital, where her blood glucose was measured at 36 mg/dl. Customer was treated with an IV. Replacement product sent; product return requested.